Event description:
Patient here today to request to check his glucometer reports that he has been getting high fasting blood sugar up to 180 for the last 3 months, glucometer and test strips checked and found test strips out of range, glucometer is working properly, patient was informed and instructed to report to the pharmacy for new test strips, reviewed safe storage for test strips/glucometer with handout given, patient verbalized understanding.